Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and tubo-ovarian abscess ('tubo-ovarian abscess') in an adult female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), tubo-ovarian abscess (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic inflammatory disease, pelvic pain, psychological trauma and tubo-ovarian abscess to be related to essure. The reporter commented: discrepancy in essure insertion date: as per current pif ((B)(6) 2012), and (B)(6) 2012 previously reported. Lot number: 952112 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc(product technical complaint) . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and tubo-ovarian abscess ('tubo-ovarian abscess') in a female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), tubo-ovarian abscess (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic inflammatory disease, pelvic pain, psychological trauma and tubo-ovarian abscess to be related to essure. The reporter commented: discrepancy in essure insertion date: as per current pif ((B)(6) 2012), and (B)(6) 2012 previously reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Lot number,reporter information was added. Patient¿s date of birth was added. New event "pelvic inflammatory disease" was added. Case category changed from non-serious incident to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.